Event description:
Pt reported obtaining a blood glucose result of 5.5 mmol/l, at 5:00 pm, on the compact plus system. Pt indicated that, at the time the result was obtained, she was not experiencing symptoms of hypoglycemia. Pt reportedly had dinner and lost consciousness sometime before 5:30 pm. Emergency medical services were summoned and, upon their arrival, pt's blood glucose reportedly measured 1.1 mmol/l (on paramedics' device). Pt indicated that she was treated with intravenous fluids (contents not provided). Pt was not transported to the hospital for additional treatment. Quality control testing had not been performed on the compact plus system. Technical support requested the return of the suspect product and replacement product was shipped.